Event description:
It was reported that there was a "critical error" alarm on a pump. Medication unknown. "Alaris pump had been running fine all night, suddenly alarmed critical failure and had to be swapped." No patient harm reported.

Manufacturer narrative:
Additional in h3, h6 sample inspection: an external and internal inspection of the customer¿s incident pump identified the male iui with signs of unidentified film contaminants on the connector contact pins. The female iui connector was observed with dried fluid and white dried residue. The fso pressure sensor date code was identified as (B)(6) 2014. No other obvious issues or anomalies were identified with the device during the inspection log analysis results: a review of the logs identified 2 channel malfunctions with error code 240.4150.0 on the source device at 2:46 am and again at 2:47 am on the reported date of the event. Based on the event logs, during the error events, the medication hartmanns was being infused at the rate of 70ml/h. Seconds after the first error, the unit was removed. At 2:47 am the unit was programmed and restarted with the same medication at a rate of 70ml/h and a vtbi of 950ml. Seconds later the unit exhibited the second channel malfunction and the unit was removed a minute later. Test results: pressure sensor malfunction test method results showed the pump module exhibiting a channel error as a result of a faulty bottle side pressure sensor. The pressure sensor showed railing at 4.9706v during asm analog sensor testing. Test methods: testing was performed per the pressure sensor malfunction test. The root cause of the reported error event was a result of a channel malfunction caused by a bottle side pressure sensor failure. The proximate cause of the failed pressure sensors is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6) 2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the s/n 14299560 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Device evaluation pending.

Event description:
It was reported that there was a "critical error" alarm on a pump. Medication unknown. "Alaris pump had been running fine all night, suddenly alarmed critical failure and had to be swapped." No patient harm reported.